Manufacturer narrative:
Device received with intermittent button response due to flattened(escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio or vibrate anomaly and delivery accuracy test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump does not work right. The customer¿s blood glucose was unknown at the time of incident. Customer stated that she felt that the insulin pump does not deliver insulin and it would not alarm no delivery. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.